Event description:
It was reported that the device powers on and/or off by itself. The reported problem may cause a delay or a failure to deliver defibrillation therapy. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.